Manufacturer narrative:
Batch review performed on 02 september 2020: lot 1810833:(B)(4) items manufactured and released on 04-mar-2019. Expiration date: 2024-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 02 september 2020: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115), lot 1810833: (B)(4) items manufactured and released on (B)(4) 2019. Expiration date: 2024-02-20. No anomalies found related to the problem. To date, 5 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in for a post-op appointment and it was observed that the hip joint dislocated anteriorly. The surgeon decided to perform a closed reduction under anesthesia but the patient's hip did not remain stable. The surgeon decided to open up the patient and revise the head and liner for stability 2 months and a half after primary. The surgery was completed successfully.

Manufacturer narrative:
On january 22nd 2021 we have recevied the following informaton: the revision surgery was performed on (B)(6) 2020.